Event description:
This defect was recognized prior to delivery to the pt area. Sterile packaging had been perforated on 41 individual packages. User is confident that the product has come in from MFR in this condition. The packaging of each of the 41 units had been perforated; most appeared to have been sliced - as if by a knife. User suspects - but dose not know - that this happened in the MFR's packaging process. Co has notified the MFR. User will ship the defective product to the MFR - probably on 12/2003.